Manufacturer narrative:
Qn#(B)(4).

Event description:
Reported as "user interface frozen". The report states, "[the user] called the hotline to troubleshoot a frozen control interface, there have been no alarms on the pump, however the touch screen is frozen. Attempted a user interface reboot, unable to choose due to frozen screen. Verified patient stable enough for power cycle reset after performing power cycle x2, screen remained frozen". As a result, the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "user interface frozen" is not able to be confirmed. No part was returned to teleflex chelmsford for inves tigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a; corrected data: n/a.

Event description:
Reported as "user interface frozen". The report states, "[the user] called the hotline to troubleshoot a frozen control interface, there have been no alarms on the pump, however the touch screen is frozen. Attempted a user interface reboot, unable to choose due to frozen screen. Verified patient stable enough for power cycle reset after performing power cycle x2, screen remained frozen". As a result, the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "user interface frozen". The report states, "[the user] called the hotline to troubleshoot a frozen control interface, there have been no alarms on the pump, however the touch screen is frozen. Attempted a user interface reboot, unable to choose due to frozen screen. Verified patient stable enough for power cycle reset after performing power cycle x2, screen remained frozen". As a result, the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".